Event description:
Navigation system to be used on a total knee case was turned on and machine said "software not licensed." There was a problem in june with the machine, and vendor installed a new computer and reinstalled the knee software. After the failure described in this report, the manufacturer's representative came out two days later and reinstalled the total knee software.